Event description:
It was reported that during a low anterior resection procedure, the instrument was empty; safety trigger could only be moved with application of excessive force. Then the instrument fired but did not staple. They couldn't find any staples in the sinus. Sutured by hand. No further information is available. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: sales rep said that only the existing "pfannenstiel"-incision was extended to be able to overstitch by hand. No further consequences for the patient. Patient is fine. The surgeon said that the typical noise was hardly audible. Donuts are ok. The sales rep also indicated that the washer appears to be not completely cut.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.